Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 22apr2023 through aware date 22may2024. There were no similar complaints identified during the search period. A 13-month lot review for biorad lot # 40431 from the date of 22apr2023 through the aware date 22may2024 was performed for similar complaints. There were no similar complaints identified during the search period including this case. The st lh ii analyte application manual states the following: evaluation of results quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to lot-to-lot variation of the biorad control.

Event description:
A customer reported ¿out of range low level 1 quality control (qc) for luteinizing hormone (lhii)" on the aia-900 analyzer. The customer used lh test cup lot# bv13952 and biorad lot # 40431, no issues with level 2 and level 3 qcs. Technical support specialist (tss) instructed the customer to recalibrate the analyte and made fresh qcs, but the error persists. The biorad level 1 qc result was less than 0.2miu/ml, (expected ranges 0.9miu/ml-1.7miu/ml). The technical support specialist (tss) sent multi analyte controls (mac) and calibrators to the customer for further investigation which resulted in delayed reporting of patient samples for lh ii. The analyzer is down. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The customer called back and stated they received the mac controls lot # cy088 and successfully performed lh qc within expected ranges. Tss advised the customer to consider utilizing an alternate batch of biorad controls, since the reported event seems to be traced to a variability of the control. Lot to lot variation is due to minor variations in the analytical performance of a reagent from one production lot to the next. No further action required by field service. The aia-900 analyzer is functioning as expected.